Event description:
It was reported by the rep that the (1) pmw35 was used during a colon resection procedure.it was reported that the staples did not form properly when fired. A suture was used to finish the case. The patient was hiv positive so the product was disposed of. There was no consequence to the patient.